Event description:
It was reported the device was not turning on. No patient injury or complications were reported in relation to this event. Additional information was received on (B)(6) 2020 indicating that the product problem was observed during testing, and prior to patient use.

Manufacturer narrative:
Device analysis: one smiths medical level 1 hotline low flow system was returned for analysis with dirty and stained enclosure, stained water tank reservoir, ajar front cover, rusted drain fitting, old- and worn-line cord and jammed power switch. During analysis, the reported problem was duplicated. It was noted that the power switch was broken and was the cause of the reported issue. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be broken power switch.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported the device was not turning on. No patient injury or complications were reported in relation to this event.